Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate of the arctic sun device was zero.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump failure. It was confirmed that the flow rate was zero. The circulation pump was replaced. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: e. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate of the arctic sun device was zero. Per review of wo, the arctic sun device was evaluated for functionality and it passed all tests successfully. The evaluation found no other issues with the arctic sun performance. It was also stated that there is no patient involvement and no symptoms were detected during the equipment inspection.

Event description:
It was reported that the flow rate of the arctic sun device was zero. Per the review of wo, the arctic sun device was evaluated for functionality, and it passed all tests successfully. The evaluation found no other issues with the arctic sun's performance. It was also stated that there was no patient involvement and no symptoms were detected during the equipment inspection.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump failure. The device was evaluated upon receipt. It was confirmed that the flow rate was zero. The circulation pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.